Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. The air/water flow, auxiliary water, and capacity checks were ok and within standard values. It was noted that the angulation was low and insertion tube had low insulation. It was also noted that the control knob had minor play and the distal end plastic had deep dents and scratches. The objective lens and light guide lens had peeling glue and the bending section rubber glue was cracked on both sides. The insertion tube and light guide tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii gastrointestinal videoscope had objects stuck in the auxiliary channel. It was noted that chunks of blood came out when the foot pedal was hit. It was believed that it blocked the air/water channel as well. The issue was found during inspection for use for a diagnostic procedure. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The event was unable to be reproduced. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.